Event description:
The customer observed a false positive vitros anti-hav igm result from a single pt tested on a vitros eciq analyzer. The same pt sample produced a negative result on a competitive system. False positive results may lead to inappropriate physician action. The false positive result was reported and a corrected report was issued. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation was unable to determine the performance of the vitros eciq and the vitros ahav reagent at the time of the event as the customer did not provide info to assist in the investigation. The customer indicated that the pt was known to be (B)(6) and has agreed to treat the sample with heterophilic blocking tubes and re-assay using the vitros ahav igm assay. The root cause for the false positive vitros anti-hav igm result is unk, however, the possibility of an unk sample interferent contributing to the result could not be ruled out. The investigation is on-going.